Event description:
It was reported that during active operation on a patient, the autopulse platform experienced a short run time of 30 seconds. The platform could not be restarted. Post-resuscitation checks confirmed that the lifeband had been correctly fitted. Customer also noted that the platform worked well earlier that day when tested with a mannequin. No adverse patient sequelae was reported. No further information was provided. Per zoll investigation, it was determined that autopulse nimh battery with sn: (B)(4) was used in this event.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll (B)(4) on (B)(4) 2013 for investigation. Investigation results as follows: the nimh battery (s/n (B)(4)) was returned for evaluation with an ap platform (s/n (B)(4)). Visual inspection of the battery showed no physical damages. The battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300 w with a reading of 1286.1 w. Based on the evaluation results, the reported complaint of the platform stopping compressions may have been attributed to the battery failure since the platform archive shows that on (B)(6) 2013, a ua17 fault occurred during use of battery with s/n (B)(4). Please see related MFR. Report #3003793491-2013-00983 for autopulse resuscitation system model 100 with sn: (B)(4).